Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it had came to their attention that they might be experiencing issues with temperature sensing foley catheters produced core temperature readings that were inconsistent with measurements obtained from other monitoring sites. They have identified that issue in two separate patients. One in the intensive care unit last week and another in the coronary care unit today. In today¿s case, a temperature-sensing foley catheter was inserted and connected to a mindray temperature cable. The catheter generated temperature readings were several degrees lower than corresponding esophageal and axillary temperature measurements. To rule out a cable related issue, a second mindray temperature cable was obtained and tested. The same discrepancy was observed with the replacement cable, suggesting that the cable and connection were not contributing factors. The provider at the bedside assessed the situation and expressed concern that the temperature-sensing foley catheter itself may be malfunctioning.